Event description:
It was reported that while in the cardiac cath lab, the md inserted the sheath into the right femoral artery. The intra-aortic balloon (iab) was prepped per instruction and when the md was advancing the iab over the spring wire guide (swg) and into the sheath, the iab became stuck. The md removed the iab and inserted another iab without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.